Event description:
Patient had returned home from dialysis when the total artificial heart (tah) driver had critical alarm requiring driver change. The patient was asymptomatic during event. The device never stopped running. No difficulties changing controllers.